Event description:
Add'l info received from MFR 4/01/03: the drug calculation feature allows the user calculate infusion rates of up to 44 drugs and displays the results in titration tables. The user can assign and calculate up to four drugs per pt or monitoring session. Through the (password protected) unit mgr menu, it is possible to configure up to 40 default drugs. The assigned drugs appear on both a drug dosage menu and the drug calculator menu. This is the best method to use for the clinical staff, as it pre-configures the drug calculations and allows the settings to reflect how the drugs are prepared for administration by the pharmacy. The sc7000 device mfg lot/serial number is not known. No pt incident involved. This issue regarding the sc7000 drug calculations feature was raised up to co's clinical applications specialist. It was the opinion of the hospital's pharmacist & biomedical engineer, following their experience with adding a new drug to the drug calc. Setup. The customer was told, drug concentration rounding to the nearest hundredths, could be easily addressed in the unit mgr drug calc. Setup, to reflect a higher resolution (for ex. Mcg/ml). Thereby, addressing any concern of a rounding issue. Co has reviewed the customer's concern and have determined that the "drug calculations" feature in the co's sc7000 pt monitor is functioning as design. Additionally, co has reviewed with the customer, the user's ability to change units of measure, to achieve the desired resolution. The device is performing as designed. Sc7000 devices installed at this site remain in use. There have been no changes that specifically relate to the customer comments.

Event description:
The pt monitor has a built in medication library with integrated drug calculator. The calculator has been discovered to round up to the second decimal place. This can result in medication delivery errors when nursing staff use these calculated values. Monitor calculator only displays out 2 decimal points when calculating for mg/ml. The calculations displays properly for mcg/ml. Nursing staff can and does change calculations from mcg/ml to mg/ml. This conversion is done so nursing staff can use the dose number for setting the infusion or syringe pumps. Example of this problem is for the medication nesiritide when using the following values. Amount 1.5 mg & volume 250ml. When calculating concentration the monitor gives 6 mcg/ml or 0.01 mg/ml. This difference results in almost doubling the concentration of this medication. They have contacted siemens to resolve this problem though email, faxes, phone calls and conference calls. So far siemens does not fully recognize this as a problem and their response is the nursing staff should know the numbers are wrong since medical staff were taught how to calculate medication. To eliminate human error nursing staff is taught to rely on the drug calculator. The calculator will display up to 2 trailing zeros past the decimal point. Example: 250.00 ml instead of 250 ml. The industry has recognized this as contributing factor in medication errors. This can result in medical staff reading the number wrong and delivering the medication improperly. Siemens has made no official response to these problems. Siemens is sending a nursing specialist to remove some medication from their drug library on the monitors. This still will not resolve the problem since the staff can still use the calculator. There has neen no documented adverse effects to pts. Hosp is being pro-active by alerting their staff of this problem.